Event description:
It was reported that there was an issue with the product. The image was shown as a mirror image during surgery. According to the complaint description the assisting staff indicates that during the surgical procedure, the laparoscopy tower was turned off and when it was turned on again, the image was shown as a mirror image, causing injury to the patient. After this, the equipment was checked in the clinic and is in good physical and functional condition. The institution does not know if the tower really went out or if it was a flash due to the change of image to mirror mode. This case is associated with the misuse of equipment by assisting staff. According to further information received an unknown injury was caused to the patient due to the mirror image. For this reason, the patient had to be treated in the intensive care unit for 15 days before he could be transferred to the normal unit for observation. This case involves two items that were reported by the customer. Internal complaint ID (B)(4) and internal complaint ID complaint (B)(4). Complaint (B)(4) is determined as causal and will be reported to the competent authorities including complaint (B)(4). Complaint (B)(4) involves a device that is determined as karl storz is not the legal manufacturer of the device ( art. No.: tm220- 27" full hd-monitor; serial no.: (B)(4). A further evaluation cannot be conducted as karl storz is not the legal manufacturer of the device involved. Therefore, karl storz has no further visibility on the technical documentation and the related risk management of the item concerned in case (B)(4). A distributor report will be included in this report of (B)(4) due to a serious injury caused. There will be no separate authority report for (B)(4).

Manufacturer narrative:
As the date of this report the affected device was requested for further investigation. The device in question won´t be returned for investigation as the distributor in columbia confirmed missuse by the customer and the used devices are in good condition. This case involves two items that were reported by the customer. Internal complaint ID (B)(4) and internal complaint ID complaint (B)(4) . Complaint (B)(4) is determined as causal and will be reported to the competent authorities including complaint (B)(4). Complaint (B)(4) involves a device that is determined as karl storz is not the legal manufacturer of the device ( art. No.: tm220- 27" full hd-monitor; serial no.: (B)(4). A further evaluation cannot be conducted as karl storz is not the legal manufacturer of the device involved. Therefore, karl storz has no further visibility on the technical documentation and the related risk management of the item concerned in case (B)(4). The event is filed under internal karl storz complaint ID: (B)(4) and (B)(4).

Manufacturer narrative:
The institution does not know if the tower really went out or if it was a flash due to the change of image to mirror mode. This case is associated with misuse of equipment by assisting staff, for this reason, we request from the manufacturer some recommendations and suggestions for the use of the equipment that we can socialize with the institution so that these case does not happen again. The product was not returned to manufacturer but the user confirmed usage error of the device which led to the reported incident and the device is without any failure. An invstigation of the device itself is not possible, but due to the information received we assume that this is not a manufacturing or design related error due to the confirmed misuse. The event is filed under internal karl storz complaint ID: (B)(6).